Manufacturer narrative:
Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested stating the patient had third opinion and was told that the patient needed distance glasses. The patient had improved vision while wearing glasses and notices how bright and colorful everything was through the right eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported following the intraocular lens implantation the patient had experienced blurry distance vision and double vision. His vision at distance was 20/80. The reading vision was alright. The patient was unhappy with the surgeon. Additional information has been requested.